Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header and case noted that the rv seal plug was missing, but no damage to the setscrew was noted. There were also tool marks on the device case and header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a setscrew anomaly. It was also reported there was noise and high pacing impedances on the left ventricular (lv) lead. No adverse patient effects were reported.